Event description:
Imp # (B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service. The evaluation confirmed that the device display screen was flashing. The top case assembly of the device was replaced to address the issue. (B)(4).